Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic bso procedure, the device cut but did not staple. The cartridge fell out and the device locked out. It is unk if the cartridge fell into the pt. A new device was used to complete the procedure. There was no pt consequence.